Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 1021 mg/dl. Troubleshooting was performed. The programming and daily totals matched the bolus plus the basals and times. The alarm history revealed several no delivery alarms. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarms noted.